Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition. Once the investigation is complete, a follow up report will be filed. (B)(4).

Event description:
"Catheter tube was broken at the tip with excess mechanical strength by a surgeon during the operation. As the compliant product was contaminated with blood, it was discarded."

Event description:
"Catheter tube was broken at the tip with excess mechanical strength by a surgeon during the operation. As the compliant product was contaminated with blood, it was discarded. He wants to know the permitted strength."

Manufacturer narrative:
Investigation: x-initiated manufacturer's investigation, x-no sample returned, and x-review DHR. Analysis and findings: the reported complaint event cannot be confirmed or verified as the affected sample will not be returned for analysis . The kroner product line is packaged at cooper surgical, trumbull and the assembly itself is manufactured by an outside vendor for cooper surgical. Review of cooper surgical incoming inspection records noted that the vendor lot and part number were sampled and receipt was accepted for inflation and leak testing. Based on all the documentation associated to work order (B)(4) and the absence of the affected sample as objective evidence a root cause is indeterminable. Review of past similar complaints for this product family determined that the most likely cause was attributed to improper use or mishandling of the device contrary to the dfu instructions for use. Review of the DHR for work order (B)(4) did not reveal any abnormalities. Correction and/or corrective action: none reason; corrective action is not applicable as the affected sample was not returned for investigative analysis. Review of the lot DHR both at cooper surgical and bates industries has indicated that there were no abnormalities. This complaint will be monitored for trending in that no injury was reported to end user, or patient. Was the complaint confirmed? No.